Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Post market safety reviewed this case. The customer reported the device was hot and won't power up. The device was plugged in to recharge in their rv as they're camping. The physical device will not be returned for investigation. If additional information is received it will be reevaluated.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery swelled during charging and would not turn on.